Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous report filed, additional information was received: the 2.5x33mm xience sierra stent placement had jailed and blocked the diagonal coronary arteries. Post-procedure, the patient experienced nausea and elevated troponin was noted. The myocardial infarction was diagnosed. Based on the coronary angiography, plaque shift was likely.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In addition, the reported patient effects of ischemia, myocardial infarction, nausea, occlusion and prolapse are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy (wall apposition); however, the subsequent treatments appear to be related to the circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the patient had presented with challenging anatomy, requiring atherectomy. Per physician, it did not seem that there was difficulty deploying the stent. The loss of the diagonal 2 artery was associated with the atherectomy and the loss of the diagonal 1 artery was associated with the stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2018, two xience sierra stents were implanted in the left anterior descending and left circumflex coronary artery lesions without a device deficiency. Following, myocardial infarction was diagnosed likely due to lack of flow into the diagonal 1 and diagonal 2 coronary arteries. Medication (nitroglycerin) was provided and the event required prolonged hospitalization. The event resolved and the patient was discharged to home. Per physician, the event was not likely related to the xience sierra stents and there was no device malfunction. No additional information was provided regarding this issue.